Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in an inappropriate atrial tachy response (atr) episodes. The rrt sensor was programmed off. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac re-synchronization therapy defibrillator (crt-d) oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in an inappropriate atrial tachy response (atr) episodes. The rrt sensor was programmed off. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in an inappropriate atrial tachy response (atr) episode. The rrt sensor was programmed off. This crt-d and ra lead remain in service. No adverse patient effects were reported. This device was explanted due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Visual inspection found no irregularities, and it was confirmed that the header was firmly attached to the device case. No holes were noted in the seal plugs, and setscrews moved freely. The device passed all pin gauge, mechanical and electrical testing. Laboratory testing was unable to reproduce the reported observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported observations. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in an inappropriate atrial tachy response (atr) episode. The rrt sensor was programmed off. This crt-d and ra lead remain in service. No adverse patient effects were reported. This device was explanted due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.